Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3 updated. Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The log review for the reported event on 02/15/2025 indicates that the device powered on using battery power only and initially delivered two successful shocks. However, it later experienced a slow charge at the selected energy level, ultimately failing to reach the required threshold within the specified time, resulting in recorded defib charge failure and defib failure messages before internally dumping the charge. The failure is suspected to be related to insufficient power from the battery, but the battery was not returned for evaluation and the x series logs do not record battery voltage during startup or charge events. The x series operator's guide advises users to carry and rotate fully charged spare batteries to maintain peak performance. Testing of the device could not replicate the reported issue, and all functional tests, including impedance, calibration, defibrillation, pacer, and stress testing, were successfully completed. The device was recertified for clinical use. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. Complainant indicate that there was no adverse effect to the patient due to the reported malfunction.